Manufacturer narrative:
E1(event site telephone: (B)(6)).

Manufacturer narrative:
Testing of actual/suspected device: during a scheduled pm by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit lost power and shut down while running on battery power. To fix the issue the fse replaced the pcb,power management,rohs. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), that the cardiosave intra-aortic balloon pump (iabp) unit had power supply failure. There was no patient involvement, and no adverse event reported.